Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Will not be returned to manufacturer.

Event description:
Caller states she tested 4.1 inr on the coaguchek xs system and 2.8 inr on a (B)(4) lab. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product. Caller states that she no longer has strips left to return, so no product will be returned for evaluation.